Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-1068. It was reported the pt experienced a change in his stimulation. He no longer had stimulation on his right side. An sjm rep met with the pt and reprogramming was not able to resolve the issue. It is also reported the pt is feeling a shocking sensation from his stimulation. Fluoroscopy determined that the lead trail had pulled out of the ipg header. During surgical intervention, the extension tail had pulled out of the extension header and the other extension had coiled. Both extensions were replaced. It is reported the pt is receiving effective stimulation post-operatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.